Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the outer tube is damaged and therefore the dielectric strength is inadequate. Based on the results of the investigation, it is likely that the image is green due to a broken charged coupled device. However, a definitive root cause could not be established. Based on the results of the investigation, the malfunction identified during the device evaluation was likely due to component failure. However, a definitive root cause could not be established. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed a green image. This issue was found during preparation for use of an unspecified procedure. There are no reports of patient harm.

Event description:
It was reported that the camera head displayed a green image. This issue was found during preparation for use of an unspecified procedure. There are no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.